Event description:
It was reported the pt received a low battery flag, and he had an increased recharge burden. In addition, it was reported the stimulation would stop. A replacement charger did not resolve the issue. Follow up identified the physician replaced the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.